Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small hexagonal screwdriver with holding sleeve broke during an unknown procedure on an unknown date. It is unknown if fragments were generated from the device malfunction. There was no patient impact. The procedure was completed. Patient outcome is unknown. Concomitant device reported: screw (part number unknown, lot number unknown, quantity unknown) this report is for one (1) small hexagonal screwdriver with holding sleeve this is report 1 of 1 for (B)(4).